Event description:
The surgeon reported a system message occurred during fluid/air exchange. The system was rebooted and re-primed. However, the infusion line was not clamped. When the fluid infused, some went under the macula. The surgeon was using a soft tip cannula and some of the retina was grabbed during extrusion. The surgeon attempted to reflux the retina out, but reflux would not work. The surgeon manually removed the retina with the light pipe. A macular hemorrhage was noted. The surgeon then attempted to laser, but the laser icon was not active. The surgeon was using another manufacturer's laser probe. A stand alone iris diode laser was used and silicone was infused in the eye. The surgeon stated the pt presented with no hemorrhage. The surgeon predicts a good pt outcome.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The supervisor was replaced and will be sent for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional info becomes available. This report was mailed to FDA on: 11/04/2009.